Event description:
No serious injury. The original information was inaccurate. The product is not a tri-flex ii. Product is a 5 1/2 year old tri-flex. Picture of easily replaced cord shows significant damage to the cord's external jacket caused by rubbing or abrasion. There is n oevidence of the cord causing a short to ground.there are no signs of arcing, burning, melting or black soot on the cord. Similarily the paint on the bed is nonconductive so even if a severely damaged cord with both the external jacket and individual wire jackets were breached, it would not create a short circuit unless the cord contacted a nonpainted surface. We have no information of an electric contact point between the cord and the bed. The IV pole holding the pump is double insulated and in theory can not create a short to ground.pictures clearly show the results of an electrical contact point on the double insulated IV pole. It is alleged that it contacted the chrome arm rail on the bed. The only way to create a circuit is to have the IV pole shorted. There is no evidence that the bed cord shorted to the bed. Therefore, we do not believe the bed caused the short.